Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for one week device check post implant. It was noted that the right ventricular lead capture thresholds were unstable. Auto capture was turned on and test was run, and suddenly loss of capture occurred and the patient became asystolic. The device was reprogrammed and the patient regained responsiveness. The next day (B)(6) 2020, the right ventricular lead was repositioned to obtain stable capture values. The patient was in stable condition. On (B)(6) 2020, the right ventricular lead again exhibited variable thresholds, the lead was capped and replaced. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the lead was explanted and replaced, not capped and replaced as previously noted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.